Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device was found with defective touch screen. The window taskbar was observed to be over the application window. The device was connected to a computer mouse and when the application window was clicked, the windows taskbar disappeared however when it was rebooted, the device works properly. The device is being sent for inspection as the cause of the error is not known.no patient involvement on this event reported. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. The customer replied to olympus inquiries and confirmed that: --the error was discovered before the procedure, and it was considered that the procedure could be performed without danger to the patient. --the procedure was successful and no injury to patient or user occurred. --the procedure was carried out as planned. The device has been returned to an olympus repair center and the customer's complaint was not confirmed. The investigation into the reported issue is on-going. Additional information will be provided when the investigation by the legal manufacturer is complete.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. As no defect was found after inspection and testing by olympus, a cause for the reported issue could not be determined. The software was going to be reinstalled as a precaution. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.